Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-05392. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016, where her leads were repositioned for better coverage. She is now receiving effective stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-05392. It was reported the patient is getting only minimal to moderate pain relief. Surgical intervention may be pending to address this issue.